Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and hospitalization. Customer¿s blood glucose level was 748 mg/dl. Customer went to the emergency room because they had a bent cannula which resulted in high blood glucose levels and then they went home. Customer went to the hospital again on the evening of (B)(6) 2017. Customer declined to troubleshoot for low blood glucose levels. Customer was advised how to properly insert an infusion set and avoid having bent cannulas.